Manufacturer narrative:
This complaint was just recently discovered within the corporate office of carex. Carex was purchased by compass health brands in 2014, and final integration of the carex complaint management system into the compass health brands complaint management system has just been completed. Due to the age of this complaint, no additional information is available at this time.

Event description:
(B)(6) woman, was using rolling walker when she tripped over the rear wheel and fell. As she fell to the ground the protrusions from your walker which are uncapped and constitute a dangerous condition cut a deep puncture wound into her left leg.